Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) 2006. A type ii lesion was identified in the left carotid artery. The target vessel reference diameter was 5mm and the lesion length was 15mm with 90% stenosis, measured by nascet. Thrombus, ulceration, dissection or pseudo aneurysm was not present. 1+ calcium was present. The target vessel was non-tortuosity. A carotid wallstent monorail stent with a diameter of 7 mm and length of 30 mm was successfully placed at the intended site. Cerebral protection was not used. Pta was performed using a non bsc device. Heart rhythm stimulant and atropine 0.6 ui was administered during the procedure. A vasodilator was not used. The cerebral protection device was not successful (a protective device was not used). The procedure was technically successful with 0-29% residual stenosis. Post procedure discharge clinical assessment note the carotid stent was patent, with 0 % residual stenosis. The patient clinical outcome was asymptomatic. The patient developed general complication less than 24hrs after the procedure; complication included a fever and right bronchopneumonia which was treated with i.v. Rocephine. One month follow up visit in (B)(6) 2006, the carotid stent was patent, 0% residual stenosis and the patient clinical outcome was symptomatic. Speech and language function, mental and intellectual function, motor system, sensory system were all normal and unchanged compared with last visit. The cranial nerves and eye examination was not normal and worse compared with the last visit. Six month follow up visit in (B)(6) 2006 and the twelve month follow up visit in (B)(6) 2007 the carotid sent was patent, 0%residual stenosis and the patient clinical outcome was symptomatic. Speech and language function, mental and intellectual function, motor system, sensory system were all normal and unchanged compared with last visit. The cranial nerves and eye examination was not normal and unchanged compared with the last visit. No adverse events were reported during any of the follow up visits and no additional information was provided.